Event description:
The patient was in the or undergoing a "free flap." The device failed twice so the surgeon resorted to hand stitching the vein of the flap. The patient's flap died and the patient needed additional surgery the following week for debridement. The patient required ICU care and a prolonged hospitalization. The patient will require additional surgeries and hospitalizations in the future. Per the surgeon, she was trained in the use of the device and has used it numerous times. The device is reusable, however, this device was not used previously. It was new from the company. The device uses disposable rings. Clinical equipment services stated the device looked a little bent. The device involved in this event was not put back into service.